Manufacturer narrative:
The reported compressor was investigated by our field service engineer (fse). The compressor system was simulated use tested for over an hour, but the burning smell was not reproduced/reoccuring. The compressor was visually examined and preventive maintenance activities were performed. The fse identified a hole in a tube and replaced the tube. Fse also cleaned the mains inlet from dust and preventively replaced fuses. After the investigation the unit passed all functional and safety tests and was cleared for clinical use. Since the burning smell could not be reproduced the root cause could not be determined.

Event description:
New information revived stated that the smell was in the room where the patient was in and just wanted field service engineer to check on the compressor. The patient was not endangered and there was no injury or death. (B)(4).

Event description:
It was reported that the compressor emitted a burning smell. There was no patient involvement. (B)(4).